Event description:
It was reported via repair work order that the base shroud was damaged with sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.